Event description:
The infant was less than 3 hrs old. The surgeon had clamped and cut the umbilical cord the infant was then passed to the mother to see her infant. The nurse took the infant approx 4 feet to the infant warmer for add'l cleaning and routine. The rn turned to complete the infants chart and upon returning to the infant noticed bleeding through the infants wrap. Upon examination it was noticed that the cord clamp had popped off. A kelly clamp was placed on the umbilical cord until another cord clamp was obtained and placed on the infant. A full cbc blood work up was done on this infant.